Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. It was noted that the power unit failure caused the lamp light-up anomaly, the socket was faulty resulting in horizontal lines on the image, one light does not light up and alarmed, and the lamp socket (holder) and limit software were observed to be deteriorated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the spare lamp and the main lamp light of the video system lit together during regular check. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the lamp deteriorated, and the phenomenon occurred due to long-term use. Olympus will continue to monitor field performance for this device.